Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds of 2.8v @ 1.0ms. Upon fluoroscopy, it was found out that the lead had pulled back. This ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a dried body through the entire lead lumen due to the stylet. Electrical testing was performed and no abnormalities were noted. The laboratory could not confirm the reported allegations with visual inspection and electrical testing. There was nothing wrong with the lead that would cause dislodgement.